Event description:
It was reported that the patient underwent balloon angioplasty in the proximal and mid lad. The mid lad was stented and then a dissection was observed in the proximal lad. The doctor decided to leave it, but he planned a controlled angiogram after three days. During the controlled angiogram, the doctor decide to implant a penta stent (direct stenting at 13 atm). The patient was symptomatic during and after stenting. Angio thrombus (in the prosimal part of lad) was observed, so the doctor used the ballon (from the penta stent) with low inflation at 6atm. The final outcome was still a small dissection in the proximal part, outside of the stent. The doctor believes that during stenting the balloon ruptured. The patient required prolonged hospitalization for four (4) days as the physician wanted to confirm the patient was stable without clinical symptoms.